Manufacturer narrative:
The insulin pump received with minor scratched lcd window, loose drive support disk, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, missing end cap sticker and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call stated that they needed the end cap to be replaced. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that they received a letter about loose drive support cap. The insulin pump was returned for analysis.